Manufacturer narrative:
Corrected block: h3. Updated block: b3.

Manufacturer narrative:
Please disregard the previous medwatches submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the clinical specialist, the monitor seemed to have burnt in images and in some areas had multiple large circles on the perfusion screen. This complaint is related to (B)(4)/medwatch# 1828100-2020-00105.

Event description:
Upon receipt of the device, the clinical specialist observed there to be a burnt in images on the display of the central control monitor (ccm). There was no patient involvement.